Event description:
The port had broken down with the entire armadillo having migrated intra abdominally and beads separated. Port detached. Laparoscopy with the retrieval of armadillo and all beads. Port removed. System flushed. Port replaced. Nurse clinic notes : tried to adjust the band , I wanted to add 0.3ml. However, I accessed the port fairly early but couldn't draw back any fluid. There was a blood stained tinge to a small amount of fluid I was able to draw back. I repositioned the needle and am confident the needle was in the port. Patient then attend xray which confirmed leak from the port end of the tubing.

Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing.